Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.7, lab: 2.3. Date: (B)(6) 2011, inratio: 1.4, lab: ng. Date: (B)(6) 2011, inratio: 2.4, lab: 2.8. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.5, 3.6. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.